Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient ID not provided/unknown. Patient's age not provided/unknown. Patient's weight not provided/unknown. Additional 510k numbers: k011028 and k013227.

Event description:
It was reported that the mount would not disengage from the implant ((B)(4)). Another implant was used.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One tapered screw vent implant was returned for inspection with corresponding transfer mount and retaining screw. Visual inspection revealed minimum wear about the threads, collar, and vent. The mount screw shows some wear. Functional testing revealed that an excessive amount of force was required to separate the transfer mount from the implant. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No unauthorized deviations or non-conformances which could cause or contribute to the reported event were documented as part of the DHR. Lot was inspected and accepted by qa. Based on the DHR review, there were no manufacturing deviations to suggest that the device caused or contributed to the reported event. A singular root cause could not be determined. The following sections have been updated: UDI: (B)(4).